Manufacturer narrative:
The device evaluation was completed on 20-dec-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and two holes in the surface of the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material observed in the pebax could be related to the magnetic issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the damage observed could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified two holes in the surface of the pebax. Initially a catheter sensor error occurred when catheter was plugged in. No signals or catheter were visible. Cable was changed with no success. Finally, the catheter was changed and problem was resolved. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-dec-2023 there was reddish material and two holes in the surface of the pebax. This event was originally considered non-reportable, however, bwi became aware of the two holes in the surface of the pebax on 20-dec-2023 and have assessed this returned condition as reportable.